Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with insulin pump. The customer received a change sensor alert, and a calibration not accepted alert. The customer reported a loss of communication between the transmitter and the pump. The differences in the sensor glucose vs blood glucose event. The sensor glucose was 50 mg/dl, and the blood glucose value was 146 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 96 mg/dl. The insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The event involved product(s) mmt-332a, mmt-244a, and mmt-7040a. Troubleshooting was performed for the sensor glucose vs blood glucose and the sensor has been worn for fewer than 4 days. Troubleshooting was performed for the loss of communication and the customer reports issue was resolved by inserting a new sensor. Troubleshooting was performed for the change sensor/sensor updating/calibration not accepted and the customer was advised to try another sensor. Troubleshooting was performed for the high blood glucose/under delivery and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the minimed 670g/770g/780g system with the auto mode feature active at the time of the high blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-244a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.